Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The complaint devices were not received for investigation. The following investigation is based on the image/x-ray provided. Visual inspection: a photo/x-ray of the 5.0 mm ti locking screws (p/n 04.005.5xx lot unk qty: 2) was received showing no implant failure/defect. No device failure/defect was identified. Conclusion: the complaint condition is not confirmed for the 5.0 mm ti locking screws (p/n 04.005.5xx lot unk qty: 2) as the provided x-ray did not show any implant failure/defect. The complaint condition cannot be confirmed with the information available. A definitive root cause could not be determined. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2019. 510k: this report is for unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Partial part number reported as 04.005.5xx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of one (1) hindfoot arthrodesis nail, two (2) 5.0 screws and two (2) 6.0 screws due to the tibia that broke at the proximal screw hole junction. Patient was revised to a new nails and screws. Original date of implant is (B)(6) 2019. Procedure outcome and patient status are unknown. This report is for two (2) unknown 5.0 screws. This is report 2 of 3 for (B)(4).